Event description:
It was reported that the 2600 system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine protect was on. The service rep reset and tested the static and the cine images saved. The system operates as intended.